Event description:
Per the clinic, the patient experienced a migration of the receiver/stimulator. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024 and underwent revision surgery to reposition the device. The implanted device remains.